Manufacturer narrative:
The insulin pump had no button error alarm. The deivce wast received with intermittent button responsedue to corroded keypad trace.scratched lcd window,cracked displaywindow corners,battery tube threads cracked,cracked reservoir tube lip,reservoir tube cracked.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 57 mg/dl. Troubleshooting was performed. The device was returned for analysis.